Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned devices, it was noted that for the first device, the tip was ripped off the sheath. The needle could be advanced without issue and there was no tip damage evident. The stylet was also fine. It may be noted that these needles are access needles and the tips of these needles are flat. The second needle had perforated the sheath. The needle was advanced without issue and material was observed on the needle. The needle tip was not damaged and the stylet was noted to be fine also. The customer complaint was confirmed as the sheaths of the returned needles were damaged. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use which accompanies this device indicates the intended use as follows: "this device is used to access or sample submucosal and extramural lesions of the gastrointestinal tract, access of the following: the inta- or extra-hepaticbile ducts, pancreatic ducts, cystic, gallbladder or for delivery of injectable materials into tissues through the accessory channel of an ultrasound endoscope.¿ also in system preparation it instructs the user to do the following: ¿advance device into ultrasound endoscope to determine preferred sheath length. To adjust length, loosen thumbscrew lock on sliding sheath adjuster and slide until preferred length is attained.¿ from the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an eus procedure, the needle was impacted in the channel of the scope at its tip. Unable to be passed out of the scope resulting in blunting of the sharp tip of the needle. This event also caused damage to the linear echoendoscope which had to be sent for repair. No harm to patient. Additional information received that confirmed the distal tip/needle sheath perforated (malfunction precedence).